Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pcu and 4 syringe modules were attached to a non-bd IV pole. The report suggests that during a patient's transfer from theatre to ICU, the IV pole tipped over and the patient's central line was pulled out. The information received suggests that the patient's central line was dislodged resulting in bleeding, requiring medical intervention. No additional information available.

Manufacturer narrative:
The customer provided photographs depicting an alaris pcu and four modules evenly distributed and centrally mounted on an IV pole. However further information received from the customer stated that the system was mounted on the IV pole which they have described as "a generic healthscope IV pole". The IV pole depicted in the photographs is not a carefusion product and therefore it is not possible to comment on the specification and any limitations of the IV pole. The root cause of the customer¿s report was not identified.